Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2022, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 80% stenosis and was 32 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 32 mm and 3.00 mm x 20 mm synergy stents systems. Following post-dilatation, the residual stenosis was noted to be 0%. Additionally, a 4.0 mm x 20 mm promus premier drug eluting stent was implanted at the target lesion. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject presented due to cardiac related issues and was hospitalized for further evaluation and treatment. At the time of event, the subject was on aspirin and ticagrelor. The next day, the subject was referred for coronary angiography which revealed 50% proximal lad stenosis. On the same day, the subject was diagnosed with unstable angina pectoris and revascularization was recommended. The 50% stenosis noted in proximal lad which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. Additionally, a heart pacemaker surgery, non-target vessel revascularization was also performed, and the event was treated medically. Seven days later, the subject was discharged from hospital. The event was considered to be recovering/resolving.